Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 2.25x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 06-aug-2021. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25x32mm promus element plus drug eluting stent was advanced for treatment. However, during introduction, the vessel was tortuous and had stenosis, so the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.